Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker exhibited oversensed noisy signals on atrial tachy response episodes. Additionally, increased pace impedance measurements that remained within normal limits were noted. Technical services (ts) was consulted to review the system as a device upgrade is scheduled and confirmed the oversensed noisy signals and believed they were due to a lead conductor issue for the non-boston scientific right atrial lead. Ts noted the non-boston scientific right atrial lead was pacing in unipolar and sensing in bipolar, which was likely due to a spring contact issue, and caused jumps in pace impedance measurements that remained within normal limits during its lifetime. No adverse patient effects were reported. This pacemaker remains in service.